Event description:
It was reported when using the pyxis medstation es system that it had a fridge doors failure. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the latch component mild oxidation and wiring harness plastic was exposed. The field service engineer removed the old adhesive on the latch and replaced the wiring harness to resolve the issue. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager. The system functioned as intended after the field service engineer troubleshooted the device.